Event description:
Boston scientific received information that two months post implant, the patient with this right ventricular lead experienced several inappropriate shocks. Interrogation revealed noise that was detected as ventricular fibrillation resulting in the inappropriate shocks. An x-ray revealed the lead was dislodged and had moved from the implanted position. A revision procedure was performed. This lead was successfully repositioned to a septal position and optimal measurements were obtained. No further patient symptoms were reported.

Manufacturer narrative:
According to available information, this lead was successfully repositioned and remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.